Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2023, the cgm started providing inaccurate readings. The cgm was showing 42 mg/dl (no bg value was provided). The next day on (B)(6) 2023, the patient calibrated his cgm once. No bg value was specified and the cgm values displayed were about 48 mg/dl or low thereafter. No symptoms were specified. On (B)(6) 2023, the cgm continued to display low readings (no bg finger stick value obtained), and the patient continued to self-treat with food to raise his bg level. At some point the patient felt something was wrong and checked his bg level with a glucometer. The unspecified bg fs values were high, and no cgm value was provided. At some point he lost consciousness and his wife called 911. He was taken to the hospital via air-transport, and at the hospital the bg level was over 600 mg/dl. He was admitted to the intensive care unit for four days and was in a coma for two days. Another bg value provided for some point during the hospital stay was 499 mg/dl. The patient could not remember details of treatment or at what point during treatment he regained consciousness. He stayed in the hospital until his condition stabilized and he was discharged on (B)(6) 2023. At the time of the call on (B)(6) 2023 he felt normal and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.